Event description:
The company was informed that explant of the patient's device is being considered due to patient's persistent otorrhea and otitis media. The surgeon reported that the patient's otorrhea and otitis media are not related to the device. Advanced bionics is in the process of gathering furthering information; once further information is obtained a supplemental report will be submitted.